Event description:
Additional information was provided by the customer: all front panel light emitting diodes were glowing continuously.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information received from the customer. Updated fields: b5, h2, h6, h11 a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of all front panel light emitting diodes glowing continuously was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light-emitting diode (led) blinks and fluid invasion of the scope socket. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that xenon light source had non-functional machine and it cannot be switched on. The issue was identified during device inspection for use. There were no reports of patient harm.